Manufacturer narrative:
Device involved in this event has not been returned for investigation, but it has been requested to return. If the device is returned an investigation will be completed and a follow up report will be submitted. As per IFU: precautions: do not hold the coupling or cable with surgical instruments and avoid bending the coupling or cable as this can lead to damage or unwanted disconnection.

Event description:
As per reporter, the cable was severed from the nail during the surgical procedure causing a 3 hour surgical delay. The surgery was finalized successfully with a replacement nail. No patient harm was noted. Distributor ref: bethel-krankenhaus. Orthofix srl ref: (B)(4).

Manufacturer narrative:
Technical evaluation: visual inspection confirmed the alleged event. The analysis of the compliance certificate of the bipolar cable involved did not show any anomalies. Analysis of manufacturing records confirmed that the noticed device was released as conforming according to specifications. Even though root cause cannot be confirmed, based on the available evidence, it cannot be ruled out that the cable breakage was not due to an intrinsic defect of the device, but rather the result of an error during the nail insertion procedure, which may have induced mechanical stress on the bipolar connector sufficient to cause its failure. As per IFU: precautions: do not hold the coupling or cable with surgical instruments and avoid bending the coupling or cable as this can lead to damage or unwanted disconnection.

Event description:
As per reporter, the cable was severed from the nail during the surgical procedure causing a 3 hour surgical delay. The surgery was finalized successfully with a replacement nail. No patient harm was noted.